Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the lesion in the mid left anterior descending coronary artery was mildly tortuous, moderately calcified and 90% stenosed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery. A 2.50 x 12 mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with resistance from the anatomy for post-dilatation. The balloon of the bdc ruptured on the second inflation at 17 atmospheres for 18 seconds. The bdc was removed with no resistance and replaced with a non-abbott bdc to continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.